Event description:
Customer reports that during loading / unloading process, the hinge pin broke and faceplate detached from the powerhead. Potential injury exist with this event.

Manufacturer narrative:
Field service engineer verified complaint and replaced the powerhead hinge pin. Fse then tested injector function and all available faceplates to ensure the injection process and that system correctly sees different faceplates. This is a known issue addressed by CAPA.